Event description:
It was reported the pump software did not suspend insulin delivery. Customer's blood glucose ranged from 55-70 mg/dl. Reportedly, customer continued to use pump for insulin therapy.